Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and an unresponsive keypad. The customer stated that the device may have been exposed to sweat. Blood glucose level at the time of the incident was not provided. Customer reported having a recent blood glucose level of 40 mg/dl, which was treated with coffee and food. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, missing end cap sticker and cracked reservoir tube lip.